Manufacturer narrative:
As reported, a cordis 7f exoseal vascular closure device (vcd) was used. During the operation, the operator retracted at a 45-degree angle. There was blood return from the blood return port. During retraction, the indicator window did not show full color change. After the sheath was withdrawn to the skin surface, the operator feared pulling it all the way out and performed deployment. After continuous compression for 4 minutes, hemostasis failed, and compression was continued for a further 15 minutes. There was no reported injury to the patient. This occurred during a recanalization treatment for an aso patient. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). An antegrade approach was used, and a non-cordis sheath was selected. The femoral artery¿s suitability, including insertion angle of approximately 45 degrees, was verified via angiography. The vessel diameter was confirmed to be =5 mm, with no visible calcium, plaque, stents, or stenosis >50% at or near the puncture site. No resistance or connection difficulties were noted during use. The device was securely locked and retracted as instructed, with pulsatile flow visibly slowing. Although the indicator window changed color, solid black was not observed. The deployment button was fully depressed without excess force, and the device was removed as a unit approximately 1¿2 seconds after deployment. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a non-cordis 8f catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported events of ¿deployment lever (button) inaccurate deployment at white/black position¿ and ¿plug inability to achieve hemostasis¿ were not observed through analysis of the returned as the device was received in a fully deployed state with no anomalies noted to the internal mechanism. The exact cause of the reported issue could not be determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, handling factors (user error) are likely since the event reported suggests that the lever was attempted to be pressed when the window was not in the black/black position. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU), which is not intended as a mitigation, provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The exoseal instructions for use (IFU) provide information in which users are instructed that if hemostasis has not occurred, to continue applying light manual pressure to achieve hemostasis as was done in this case. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a cordis 7f exoseal vascular closure device (vcd) was used. During the operation, the operator retracted at a 45-degree angle. There was blood return from the blood return port. During retraction, the indicator window did not show full color change. After the sheath was withdrawn to the skin surface, the operator feared pulling it all the way out and performed deployment. After continuous compression for 4 minutes, hemostasis failed, and compression was continued for a further 15 minutes. There was no reported injury to the patient. This occurred during a recanalization treatment for an aso patient. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). An antegrade approach was used, and a terumo sheath was selected. The femoral artery¿s suitability, including insertion angle of approximately 45 degrees, was verified via angiography. The vessel diameter was confirmed to be =5 mm, with no visible calcium, plaque, stents, or stenosis >50% at or near the puncture site. No resistance or connection difficulties were noted during use. The device was securely locked and retracted as instructed, with pulsatile flow visibly slowing. Although the indicator window changed color, solid black was not observed. The deployment button was fully depressed without excess force, and the device was removed as a unit approximately 1¿2 seconds after deployment. The device will be returned for evaluation.

Event description:
As reported, a cordis 7f exoseal vascular closure device (vcd) was used. During the operation, the operator retracted at a 45-degree angle. There was blood return from the blood return port. During retraction, the indicator window did not show full color change. After the sheath was withdrawn to the skin surface, the operator feared pulling it all the way out and performed deployment. After continuous compression for 4 minutes, hemostasis failed, and compression was continued for a further 15 minutes. There was no reported injury to the patient. This occurred during a recanalization treatment for an aso patient. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). An antegrade approach was used, and a terumo sheath was selected. The femoral artery¿s suitability, including insertion angle of approximately 45 degrees, was verified via angiography. The vessel diameter was confirmed to be =5 mm, with no visible calcium, plaque, stents, or stenosis >50% at or near the puncture site. No resistance or connection difficulties were noted during use. The device was securely locked and retracted as instructed, with pulsatile flow visibly slowing. Although the indicator window changed color, solid black was not observed. The deployment button was fully depressed without excess force, and the device was removed as a unit approximately 1¿2 seconds after deployment. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.